Event description:
Caller reported patient's morning blood glucose level was "10 mg/l", and before dinner had grown up to "15 mg/l"; insulin was introduced but the blood glucose continued to grow. Caller stated the infusion set was replaced and the patient began to feel bad; blood glucose level rose to "30 mg/l". Pump has been turned off; no error message displayed. No adverse event reported. No product return due to customer and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law does not allow return.